Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having broken contacts on the lead. The patient underwent a revision procedure wherein the lead was replaced. No device malfunction was suspected, only broken contacts. The patient was doing well post operatively.

Manufacturer narrative:
The explanted lead was not returned to bsn.

Event description:
A report was received that the patient was having broken contacts on the lead. The patient underwent a revision procedure wherein the lead was replaced. No device malfunction was suspected, only broken contacts. The patient was doing well post operatively.